Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device advised shock for what appeared to be a non-shockable heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.